Event description:
The following information is from an article published in pediatric cardiology; "novel procedure for treatment of aortic obstruction caused by amplatzer occluder of patent ductus arteriosus ": an (B) (6) boy with patent ductus arteriosus and pulmonary hypertension was implanted with a 10/8mm amplatzer duct occluder. Following release from the cable, the ado changed position and protruded into the aorta and caused a significant aortic obstruction. An intraortic balloon was inflated against the aortic retention disk of the ado and its shape was restored and the protrusion into the aorta was eliminated. The following morning, tte revealed no residual flow and no pressure gradient in the aorta or left pulmonary artery.

Manufacturer narrative:
We have not received further details surrounding these events to perform a thorough investigation at this time. Should further information become available, we will notify you in a follow-up report.